Event description:
Customer claims the alarm has power, but the alarm tone is intermittent when pressure is off the pad. Customer tested alarm with new batteries and new sensors. No visible damage detected on the alarm case. No signs of leakage or corrosion in the battery compartment. Please check the voice and tone selection. Issue was identified during setup. There was no incident or injury involving either the pt or the caregiver.

Manufacturer narrative:
(B)(4): eval results - eval of the returned product found the alarm tone is intermittent when pressure is off the pad. The power is intermittent when using new batteries. There is no power when using a power supply. The unit cannot be fully tested. The alarm case is damaged. (B)(4).